Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their wireless recharger (wr) was not connecting to their implantable neurostimulator (ins). Patient stated that they were trying to connect to their wr using the handset via recharger app, but they just kept seeing the not found - recharger screen. Patient then stated that they had 3 bars of battery light on the wr, then 2bars, then it just went red. Patient added that they were told to charge their wr every 2 days by a "guy from nasa" and that they noticed the device had "checks". Patient also mentioned that their current wr was the 2nd one they had since their surgery. During the call, patient also confirmed that the charging dock had a green light that was solid and that they have a surgery tomorrow. Agent reviewed general device use, but then patient was escalated because they needed to charge their implant as soon as possible. Agent sent a request to repair for a replacement of the wr. Additional information has been received that patient called back stating they went to charge their implant and it was red. Agent asked what was red but patient did not answer. Patient is requesting help to turn therapy on. . During the call, patient was able to connect with recharger and recharger app patient states yesterday evening implantable neurostimulator (ins) was 100% charged and now recharger app shows ins charge level 10% , then later in the call said 55%. Patient states their normal charging is to charge every 2 days, . Agent suggested patient have someone there before turning therapy on or be with a hcp. Patient insisted on turning therapy now and got their son on the line . Patient states this is the 3rd time they have had to turn therapy on and they know its going to make them scream. Agent again reviewed patient may have high settings and to wait but patient insisted. Patient needed to use the therapy app and link their ins , then turned on therapy and got an extreme reaction, screaming and could not speak. Agent stayed on the line, patient did not want to turn therapy off . By the end of the call patient seemed to be getting better and could vocalize they were doing better . Agent recommended patient never turn therapy on again without a hcp. Patient mentioned communicator not holding a charge.